Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil, a paper lid, a winding former with an un-dispensed suture and a detached needle of product were returned for analysis. During the visual inspection of sample, the swage and attachment area were not as expected; since the swage area was broken and this condition causes that the needle popped off the suture. The suture was examined along of strand and no defects or damage were observed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of performance-damage product is a needle breakage. The sample was forwarded for further evaluation to determine the failure mode of the needle breakage. It was reported performance damaged product. A failed suture needle, was submitted for evaluation. The component was identified to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was intergranular, which is evidence of a brittle failure. This was a non-ductile fracture.

Event description:
It was reported during unknown animal surgery on (B)(6) 2018 a suture was pulled from the packet. The needle popped off prior to usage. A second like device was used to complete the procedure with no patient consequences reported. Upon product analysis, the barrel of the needle was assessed to have been cracked at the swage, near suture attachment.